Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient presented with neck pain. Per the physician¿s notes, ¿he has had symptoms off and one for probably 15 to 20 years of neck discomfort. One year ago he had a tree land on the top of his head and he had some pretty significant pain, but it did eventually resolve and he has been doing fairly well. September, he was putting up sheetrock in the basement, placed 1 screw, the screw came loose, hit him on the top of his head. He said he fell to the ground and he was completely quadriplegic for 20 minutes. He said then his strength came back and things improved and so he continued sheet rocking, but since then he has just progressively gotten more symptoms of neck discomfort. He said he has pain more so on the left, it radiates around to the left shoulder and then down the posterior arm in addition. He does have some tingling, numb, dull ache symptom along the triceps in addition. He has also noted increased headache in addition. His neck counts for about 35% of his pain, 25% of it is the shoulder and arm discomfort¿he notices some weakness in the right upper extremity, but he feels that is due to pain and not necessarily true weakness. He has not had any grip weakness though. He has had no return of his quadriplegia symptomatology. ¿ on (B)(6) 2005 cervical myelography and CT of the cervical spine indicated ¿there are diffuse degenerative changes. I think this is more prominent on the right side at c4-5 and c5-6 and on the left side at c3-4. I think much of this is secondary to osteophyte formation particularly at c3-4 on the left and c4-5 and c5-6 on the right.¿ on (B)(6) 2006 the patient presented with cervical spondylosis, degenerative joint disc disease c3-4-5-6, and chronic neck pain. The patient underwent anterior cervical fusion c3-4, c4-5, c5-6 using atlantis hardware, cornerstone, and rhbmp-2/acs. Post-operatively the patient had significant pain, deltoid weakness on the left, and difficulty swallowing. On (B)(6) 2006 the patient had a fever and an x-ray of the chest was done. X-ray indicated ¿left basilar pneumonia. Questionable additional infiltrate at the right base.¿ the patient was discharged on (B)(6) 2006. On (B)(6) 2003 patient presented for follow up. Per the physician¿s notes, ¿he states that other than some stiffness and soreness his neck feels great. He is no longer taking any pain medications. He states that he is very happy with his surgical outcome. It has been the first time in 10 years he has not had difficulty with headaches been able to sleep through the night. He has had complete resolution of his right upper extremity pain, continues to complain of some dysesthesia and paresthesia in the left arm primarily in a c6 distribution, but he feels that that is slowly starting to improve now as well. He does complaint of some dysphagia¿ he denies any hoarseness.¿ on (B)(6) 2006 x-rays of the cervical spine indicated ¿there are plugs present at the c3-4 disc space,c4-5 disc space and c5-6 disc space. Plate and screws have been placed anteriorly. The hardware is intact. The plugs appear to be in reasonable position. There is no instability identified with flexion extension views.¿ per the medical records, ¿he has no neck pain, he has no upper extremity pain, and he said that he has really noticed no decrease in his flexibility of his neck.¿